Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the bowel injury sustained by the patient. Based on the information provided in the patient's medical records, isi has concluded that the damage to the patient's bowel likely occurred due to the extensive lysis of adhesion required to access the patient's kidney. The presence of significant intraabdominal adhesions is always an increased risk for intestinal injury in any abdominal operation. If additional information is received a follow up medwatch report will be submitted to the FDA. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced post surgical complications followng a da vinci surgical procedure.

Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci's partial nephrectomy procedure on (B)(6) 2010. Intuitive surgical was provided with the patient's primary operative report. Additional information provided included the hospital consultation and operative notes. There was no indication of a malfunction of the da vinci s surgical system, instruments or accessories during the surgery. There was no report of an intraoperative complication. The patient experienced persistent pain post operatively and was found to have a possible small bowel perforation. On (B)(6) 2010, an exploratory laparotomy was performed with lysis of adhesions and a small bowel resection. He also developed a deep vein thrombosis with pulmonary emboli and developed some extravasation from the operative area of his left kidney. He also developed some problems with atrial fibrillation. According to the patient's discharge summary report, during the patient's primary surgical procedure, the operation involved a fair amount of lysis of adhesion in order to get the trocars in.